Event description:
It was reported that unspecified quantity of non-dehp y-type catheter extension sets leaked from unspecified location during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the events occurred over a course of several months (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, h6. H11. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.